Event description:
Received notice in the mail stating that there is a problem with several of the free style libre sensors not working. The pharmacy where I get my prescriptions sold me one with the lot number t60003546, sn (B)(6). This sensor did not work after applying to my arm. I am therefore requesting a replacement for this sensor.